Event description:
It was reported that there was a broken top case, loud motor sound, alarm syringe not in place. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case chipped lower front corner. Damaged alternating current receptacle screw holes. During visual inspection, motor drive and occlusion testing, the reported problems were duplicated. The root cause of the reported issue was found to be the damage to the top case caused by the customer. The loose plunger head screws and noisy operation were the result of a normal wear. Replaced top case, motor assembly and plunger head mount screws.